Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Evaluation of logs shows that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. However, it was also found that the device had multiple errors beyond the initially reported technical error code. During troubleshooting, communication errors were identified, software installation was not possible, and the serial numbers on the device had vanished due to several printed circuit boards (pcbs) being previously changed before the on-site investigation was performed. Due to the multiple issues identified, the device could not be restored to clinical use and required factory repair. Once repaired, it will be returned to the customer for clinical use. Analysis of the provided device logs confirm the generation of the technical error alarms as well as a failed gas supply test during pre-use check (puc). The whole servo-I base unit was returned to manufacturer for further investigation and factory repair. During the investigation of the returned base unit, the generation of the technical error code that indicates that the ventilation is disabled was confirmed, as the communication alarm was generated during the start-up of the ventilator. Additionally, other technical error alarms appeared, which were first noticed during the on-site investigation. When loading new software to the servo-I base unit, the technical error code alarm reported by the customer disappeared. However, after installing the new software, a new technical error code was noticed, referring to a defective o2 cell, which was resolved by replacing the o2 cell. The other technical error code alarms noticed during the on-site investigation were found to be generated by a faulty control printed circuit board (pcb) in the base unit. After installing new software and replacing the o2 cell and the defective control pcb, the device passed all functional, safety, and calibration tests with approved results. Our conclusion is that the reported issue was confirmed and was most likely caused by a defective control pcb and a defective o2 cell.